Event description:
Reporter alleged blood glucose measured 60, 96, and 100 mg/dl values when all were performed within 2 minutes of each other. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.